Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. No other abnormalities was observed with the sensors data. Therefore, this issue is not confirmed due to lsa (late sensor attenuation). The freestyle libre 3 app complaint was investigated and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The user reported receiving a replace sensor message. Attempted to replicate the user¿s complaint using similar configurations and the user complaint could not be replicated and the system functioned as intended. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in use with samsung galaxy a32 phone, os version 13, app version 3.5.1 and customer was unable to obtain readings. As a result, customer experienced symptoms described as "not being able to respond", and a loss of consciousness. Customer was unable to self-treat and was treated with a glucose injection by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced symptoms described as "not being able to respond", and a loss of consciousness. Customer was unable to self-treat and was treated with a glucose injection by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.